Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device issues occurred, resulting in additional intervention. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The 80% stenosed target lesion was located in a non-tortuous, non-calcified vessel. A 5.00 x 24mm synergy megatron drug-eluting stent was advanced and successfully deployed. Upon removal of stent delivery system (sds), the sds balloon could not be retracted into the guide catheter. After additional pulling, the balloon was partially retracted, the sds shaft fractured, and the balloon separated from the sds. The stent balloon was not fully deflated. Negative pressure was applied, and the device was subsequently snared and removed together with the guide catheter and a non-bsc guidewire as a single unit. This led to a prolongation of the procedure; however, the procedure was completed. There were no patient complications, and the patient fully recovered.